Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) arrived and found no drawers showed as failed. After contacting the customer, fse was informed that the station was recoverable but experienced repeated failures. The customer logged into the station and successfully inventoried the named medication multiple times. Then logged into the application and opened all drawers one at a time, removing loose medications found between cubie pockets in several drawers. Opened the back panels of both the main and auxiliary units and inspected the pyxibus cable for any nicks or cuts. All drawers, doors, and the remote manager were tested, and no failures were found during inspection. It was suspected that the loose medications between pockets may have contributed to the failures. Additionally, I observed that the station was slow to restart after a reboot, which is a known national issue. The customer confirmed that all drawers were functioning correctly at the time of testing. The fse stated that possibly the multiple medications found floating between the pockets had been causing the failures. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed to detect on bus and the cubies were not closing or opening correctly. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed to detect on bus and the cubies were not closing or opening correctly. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1 - initial reporter facility name: (B)(6).